Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 180mg/dl. Supply changes were performed and the occlusion alarms continued. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the infusion set cannula. Tandem technical support attempted to contact the customer to further troubleshoot the issue; however, no response was received.